Event description:
Rptr's aunt's bed caught on fire, with her on it, at about 9 p.m. She was 84 years old and lived alone. About 11 p.m. A neighbor called the fire department, which found the fire's origin to be the electrical junction box/monitor of her electric bed. She died about five weeks later, on 12/7/96, never regaining consciousness, with severe brain damage. Only metal frame left.